Event description:
Caller (customer's sister) reported the customer's adc blood glucose meter was providing readings that were "all out of whack", stating the meter provided various readings from "300 to 200 to 100". Caller additionally reported that her brother-in-law happened to visit the customer and found that he "couldn't even get his words out". The customer was assumed to have suffered a stroke and was rushed to a local hospital where a laboratory glucose result of 600 mg/dl was obtained. Customer was reportedly hospitalized for "a couple weeks". It is unknown what treatment or diabetic diagnosis was rendered to the patient during hospitalization. No additional information was received by the caller as she refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.